Event description:
It was reported that the handpiece does not work. No other info available. No patient consequence was reported.

Manufacturer narrative:
Date sent: 5/2/08. Eval summary: the handpiece was returned with a loose mount. It was tested on a gen04 and gave a solid tone. During the continuity test, an outgoing message was displayed: "failure between pin 2/jack 1 and pin 1." The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.